Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The date of event is an approximation. On (B)(6) 2026, the patient¿s cgm ¿stopped functioning¿ with no specific details on the cgm error that occurred. The patient¿s bg level increased to around 600 mg/dl. The patient was taken to the hospital where her cgm device and omnipod insulin pump were removed. The patient was treated with IV insulin and discharged after 4 days. No specific treatment or length of hospitalization details were provided for the patient¿s second dka hospitalization. The patient also reported having follow-up visits with her doctor and nutritionist. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.